Event description:
It was reported that during treatment the ventilator generated two technical error codes, one indicating disabled valves and the other, a communication failure between the control and monitoring printed-circuit boards (pcb's). The ventilator was replaced with another one. Patient information is unknown at this time. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) replaced the control printed-circuit (pc) board according to the recommendations in the service manual and performed successful functional and safety tests before the ventilator was returned to service. Our evaluation of the received device logs confirmed a single occurrence of the reported technical errors and a stoppage of ventilation on the date of event. During laboratory tests with the returned control pc board installed in a reference ventilator, several pre-use checks tests succeeded and simulated-use tests of ventilation ran during the course of 4 days without any deficiency related to the control pc board noted. The control pc board was stress tested, i.e. Exposed to mechanical pressure as well as moderate cooling and warming without provoking any failures. If the underlying condition appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started. Our conclusion in this matter is, that the reported issue was confirmed in the received device logs, but could not be reproduced during the investigation. The cause for the reported failure has not been established from this investigation.

Event description:
(B)(4).